Manufacturer narrative:
Exact event date unknown, event occurred a year ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7074289/7074318.

Event description:
It was reported that the patient was experiencing inadequate pain relief. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded.